Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device examination showed the pump tube component was crimped in one area. However, the device was successfully connected and primed. The device was found to function as expected with no pump alarm messages. The reported issue was not confirmed.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical cassette was causing a "no message" alarm and a "no disposable, clamp tubing" alarm when attached to a pump. So the customer replaced the cassette with another one, and after that, the pump got back to working properly. No patient injury. There were no reported adverse events.